Event description:
Connector separated from the tube while child was sleeping on its stomach, connector was attached to a self-humidifer. The device was in place for 13 days. Reportedly, there was no injury to the patient.

Manufacturer narrative:
Devices from the same lot number were evaluated. Code 300 + no problems were observed in any of the testing. Product exceeded MFR. Specifications and the disconnects could not be duplicated. Lot history evaluation revealed no findings related to the complaint. Co was unable to determine a cause for the reported failure. Under normal circumstances, the product should have performed as expected. Please note that this report may be based upon information not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.